Event description:
Device was returned to cook on 15mar2022. The tip of the catheter was partially separated/fractured.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: office manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower leg procedure a cxi support catheter was perforated by a wire guide. The device was inserted into the anterior tibial artery via pedal approach to target the popliteal artery. The tibial trunk was highly calcified. There was no resistance during insertion or removal noted. While attempting to advance a wire guide, the catheter tip was bent, and the wire went through the tip. The device was not separated. The catheter was removed, and another of the same device was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a lower leg procedure a cxi support catheter was perforated by a wire guide. The device was inserted into the anterior tibial artery via pedal approach to target the popliteal artery. The tibial trunk was highly calcified. There was no resistance during insertion or removal noted. While attempting to advance a wire guide, the catheter tip was bent, and the wire went through the tip. The device was not separated. The catheter was removed, and another of the same device was used to complete the procedure. Device was returned to cook on 15mar2022. The tip of the catheter was partially separated/fractured. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The tip of the catheter was partially separated (two millimeters in length). A test wire was inserted, which exited the tip at the point of the partial separation. A document-based investigation evaluation was performed. One relevant subassembly non-conformance was noted; however, all affected product was scrapped, and there are 100% inspections in place to identify this failure mode. There have been no other reported complaints for this lot number. The product IFU instructs the user to inspect the device upon removal from the package to ensure no damage has occurred. Examination of the returned device, as well as communication with production, suggests that it is possible that the complaint device was manufactured out of specification. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency was the primary cause of this incident. The user additionally reported that the anatomy was highly calcified, which likely also contributed to the tip damage. Field action was assessed for the tip failure, and no action was warranted, as there is no increase in occurrence. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.